Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tvt) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (tvt) involved? Patient demographics. Citation: jama. 2014; 311(10): 1023-1034. Doi: 10.1001/jama.2014.1719.

Event description:
Title: comparison of 2 transvaginal surgical approaches and perioperative behavioral therapy for apical vaginal prolapse the optimal randomized trial the objectives of this multicenter, 2×2 factorial, randomized trial of 374 women was to compare outcomes between the sacrospinous ligament fixation (sslf) and uterosacral ligament suspension (uls); and perioperative behavioral therapy with pelvic floor muscle training (bpmt) and usual care in women undergoing surgery for vaginal prolapse and stress urinary incontinence. The patients underwent surgery to treat both apical vaginal prolapse and stress urinary incontinence between 2008 and 2013. It was reported that in both groups, a concomitant retropubic midurethral sling with the tvt (ethicon) was performed for stress urinary incontinence. In the sslf group, reported complications included neurologic pain (12.4%) which required intervention. In the uls group, reported complications included neurologic pain (6.9%) which required intervention and ureteral obstruction (n-5). Other reported complications included bladder perforation which was associated with tvt placement and vaginal granulation tissue. In conclusion, women undergoing vaginal surgery for pelvic organ prolapse and stress urinary incontinence, results for anatomic, functional, and adverse events two years after surgery for uls or sslf. This study provides evidence for patients and their surgeons about the benefits, risks, and complications of 2 widely used native tissue vaginal approaches for apical prolapse, as well as the role of perioperative bpmt.